Manufacturer narrative:
On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse found the leak was coming from a no foam y fitting. The fse also replaced valve 14 due to pressure entering the wash concentrate bottle. The fse verified repair per established procedures. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that there was leak in no foam area on unicel dxc 600 synchron clinical system. The customer could not tell identity or source of the leak. The customer was wearing lab coat and gloves, and there was no exposure to uncovered wounds or mucous membranes. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.